Event description:
Device 1 of 3. Reference MFR report #1627487-2014-01246 and reference MFR report #1627487-2014-01247. It was reported the leads migrated and the stimulation pattern changed. As a result, the patient discontinued charging the ipg for approximately 6 months. Surgical intervention was undertaken on (B)(6) 2014. The scs system was explanted and replaced. Effective therapy was achieved postoperatively. Both leads are being reported because it's unclear which lead caused the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.